Event description:
A caller reported an issue with the speaker and vibrate function of their pump, complaining that the volume and vibration were too quiet. Technical support (cts) instructed the caller to adjust settings and perform several tests, resulting in cts determining that the pump was not functioning properly. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump and provided the caller with instructions on how to prepare and return the faulty pump. The caller was informed that a new pump with updated software would be shipped to them, and they would need to program it with their previous settings and connect their continuous glucose monitor (cgm) to it. The caller acknowledged and understood all instructions provided by cts.